Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used for continuous suturing. Post-op, the patient experienced an intestinal obstruction. The patient may have required a reoperation. In the case that resulted in reoperation(a two-stage rectal operation), one month after the operation, the peritoneum and the intestinal tract were fused, resulting in a bowel obstruction, and the patient had to have a reoperation. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. **were the hcp¿s questions addressed? Was 1 suture involved in this event? Did this event occur post-op? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Where was the interceed placed during the initial procedure? Was meticulous hemostasis performed prior to use of the interceed? What color was the interceed prior to closure? (If brown or black then hemostasis was not adequate) did the interceed come in contact with heme prior to use? How was the interceed applied? One layer? Wadded? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient represented in (B)(4) require re-operation? Can you describe the appearance of the stratafix suture during second procedure? Where was the intercede located at that time of re-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe the interceed may have caused or contributed to the obstruction? What is the patient's current status? Lot number of the stratafix suture? Lot number of the interceed?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was 1 suture involved in this event yes did this event occur post-op yes please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unk date and name of index surgical procedure rectal resection the diagnosis and indication for the index surgical procedure rectal cancer what was the initial approach for the index surgical procedure? (Open, laparoscopic or other) unk on what tissue was the suture used fascia what was the tissue condition (normal, thin, calcified, fragile, diseased) no special condition was reported was the fixation tab seated against the tissue at the initiation of suture use during the index procedure yes. Were two reverse stitches performed across the incision prior to closure yes. Where was the interceed placed during the initial procedure unknown but other site from stratafix suture was meticulous hemostasis performed prior to use of the interceed unk. What color was the interceed prior to closure? (If brown or black then hemostasis was not adequate) unk. Did the interceed come in contact with heme prior to use unk how was the interceed applied? One layer? Wadded one layer. Please describe any medical/surgical intervention required for this suture event including dates and results. Require lysis of adhesion did the patient represented in pc-(B)(4) require re-operation no, this case was originally scheduled for two-stage surgery, and the adhesions were discovered during the second surgery, so they were within the scope of the planned surgery. Can you describe the appearance of the stratafix suture during second procedure?adhere to surrounded tissue where was the intercede located at that time of re-operation unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation no. What symptoms did the patient experience following the index surgical procedure onset date? Yes. Other relevant patient history/concomitant medications unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Since switching to sratafix, the adhesions have become severe, so I have no choice but to assume that the problem is due to the product. Does the surgeon believe the interceed may have caused or contributed to the obstruction? ¿only thread. No adhesion was observed in the interceed used at a location separate from the thread. What is the patient's current status discharged. Lot number of the stratafix suture? Unk. Lot number of the interceed? Unk.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: in this first case, rectal cancer removal was scheduled as a second-surgery one month after stoma construction. It was confirmed that this was not a re operation with the occurrence of adhesions due to stratafix. However, when recovering from rectal cancer removal, the adhesions in the areas closed by the previous symmetric (all sutures, fascia, peritoneum, mesentery, and colon) were quite extensive and took a long time, felt that there might be a relationship between symmetric and adhesion. There was not much adhesion in the area where the interceed was applied at the stoma construction. The doctor said that it done a single nodule with vicryl before, in the last 3 months started using symmetric and the adhesions were so bad that the doctor had to feel a connection.